Event description:
On (B)(6), the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 600 mg/dl with a moderate level of ketones, polydypsia and polyuria associated with a loss of prime issue. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the pump had emitted more than 3 loss of prime warnings in a 30 day period despite changing the cartridge multiple times. Also during troubleshooting, the patient was able to complete a rewind, load, and prime sequence after changing the cartridge. It was determined that the cartridge cap was secure and the patient was using the cartridge correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump emitting multiple loss of prime warnings.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: the meter was not returned with the pump. A review of the black box showed multiple loss of prime warnings associated with a low non-zero force. On (B)(6)2014 at 21:42, there was a loss of prime; deliveries resumed at 22:25. On (B)(6)2014 at 08:27 there was a replace cartridge alarm; deliveries resumed at 19:43. On (B)(6) 2014 at 11:14 there was a loss of prime; deliveries resumed at 12:12. A (B)(6) 2014 at 12:24 there was a loss of prime; deliveries resumed at 13:09. An ezprime sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The battery and cartridge caps were not returned, so test caps were used. The total daily doses added up correctly and reflected the user programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The force sensor calibration was found to be out of specification. The pump cover was removed and the force sensor resistance was found to be within specification. There was no contamination or damage found to the force sensor circuit. The complaint was confirmed in the pump history, but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas was contacted on (B)(6) 2014, not (B)(6) as previously reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.